Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) lead. The involved lead is a non boston scientific lead. Boston scientific technical services (ts) was consulted and impedance measurements were found to be on the low limit in this lead. Ts recommended further testing. No adverse patient effects were reported. At this time, this device system remains in service.